Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however, the lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367 that occurred during the dwell 3 of 4. The technical services representative (tsr) explained the message to the home patient (hp) and instructed the hp to recycle the hc and se2367 occurred (see activity comment). The tsr informed the hp to use manual bags. There was patient involvement. No patient injury or medical intervention was reported. During follow up, the hp stated he did not notice anything at the time of the alarm as it was about 4 in the morning. Per the hp, he finished with manual supplies in the morning. The hp resumed therapy on the cycler the following night without any problems. The hp stated he did not contact his pd rn, but will let her know when he sees her next week. No patient injury or medical intervention was reported.